Event description:
On 8/9/2005, the clinician implanted a gore hemobahn endoprosthesis for the treatment of a popliteal aneurysm. Following the implant of two devices, a small infold was detected on the proximal portion of the superior device. The clinician attempted to balloon the area using a 12fr balloon catheter, but was unsuccessful. A second ballooning attempt was made using a 14fr balloon catheter, but it was still uncessful in correcting the device infold. The pt's condition worsened due to blood loss and a pre-existing cardiac condition. The pt later sought a second opinion form another clinician. The clinician advised the pt to receive an above the knee amputation. The pt returned to initial user facility and a below the knee amputation was performed on the involved side. The clinician did not believe the implanted device contributed to the amputation.